Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient programmer was acting kind of weird and had started freaking her out starting about a week prior to the report. The patient will set it and go about her business and not feel anything, and then she will put the wand on her back and the setting didn¿t stick. Sometimes the stimulation will be turned off and then come back on again. Sometimes it is up too high and then too low. The patient was having difficulty connecting. She plays with the patient programmer and sometimes it comes on and sometimes it doesn¿t. She had tried replacing the patient programmer batteries and her implantable neurostimulator was charged; however that did not resolve the issue. The patient has the adaptivestim feature enabled, but she has been able to easily connect and make changes in the past. The patient had cryo-ablation of the cervical nerves. On (B)(6) 2017, the patient noted that she is going to schedule an appointment with the health care provider after she makes an appointment for a CT scan. The patient needs a CT scan because her health care provider wants her to have back injections that are unrelated to the device/therapy. There was poor/intermittent communication, and a replacement patient programmer antenna was sent to the patient as their current one was damaged. The patient noted on (B)(6) 2017 that the new antenna seemed to have resolved some of the issues that she had been experiencing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of the programmer antenna had resolved the poor/intermittent communication between the ins and the programmer. The explained that when it wasn't working "it was on", they would try to turn it off and on, and they had to turn it off with their recharger.